Event description:
During the procedure, it was reported that the implant coil could not be detached. Received additional information on (B)(6) 2013 stating that the implant coil was implanted in the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher was returned for evaluation without the implant coil as it was implanted in the patient. The evaluation could not determine the cause of the event. (B)(4).